Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, line disconnection during therapy is a known cause of this type of alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) device. The patient was connected at the time of the alarm. This occurred during dwell cycle two of five of peritoneal dialysis (pd) therapy. During therapy the patient¿s supply bag became disconnected from the supply line, causing the alarm. The technical service representative (tsr) helped the hp clear the alarm and advised the home patient (hp) to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.